Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: simultaneous suction debulking of lead vegetation prior to percutaneous lead extraction. Journal of cardiology cases. 2018; 18(1):17-19. Doi: 10.1016/j.jccase.2018.03.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a patient admitted to the hospital for fever and chills. It was determined that the patient had an infection caused by recurring staphylococcus aureus (mrsa) bacteremia. The patient's implantable cardioverter defibrillator (ICD) was removed from the pocket and disconnected from the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.